Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for radicular pain syndrome. It was reported that the patient' s ins lost its efficacy due to his advancing age as per the physician. Patient also stated having an issue emanating from his back. No further patient complications have been reported as a result of this event. Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of radicular pain syndrome. It was reported that the patient was getting an MRI that was possibly related to the device or therapy. The patient was getting an MRI of the lumbar spine. The hcp reported that the patient had informed them that the device is not working and is inactive. The guidelines for MRI were reviewed for the patient. No further complications were reported. Information from hcp stated pt's battery has been off for 10 years and not functioning. Tss asked, caller did not know if this was due to normal battery depletion or not. Patient indicated to hcp that the device stopped working about 10 years ago. The caller stated that he thinks the device wasn't functioning properly anymore so it was turned off.